Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, damaged belt receptacle, false asystole event) has been investigated. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca and to the belt receptacle being pulled from the case and breaking all the wires. The root cause for the defective u612 component could not be positively identified. The root cause for the damaged connector was excessive force. There was no adverse event associated with the monitor malfunction.

Event description:
A us distributor returned a patient's monitor and reported that the monitor case was damaged, the belt receptacle was damaged, and the patient was receiving false asystole events.